Event description:
It was reported that during a follow-up, the right ventricular lead exhibited low impedance. An insulation anomaly was also noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.